Event description:
It was reported that the pt suspected from gluten pain on her right side for several months. The initial clarification of the spine showed a disorder of the right hip joint. Due to coxarthrosis, the pt underwent total hip arthroplasty surgery on (B)(6) 2008. In the morning of (B)(6) 2013, the pt felt pressure pain on her right thigh and scratching sound when moving was coming from her right hip. The pain progressive through the day and she was admitted at the (B)(6) when she underwent revision surgery due to a broken ceramic head. Notes: complaint re-opened on (B)(4) 2013. As part of a correction action which was initiated on the 10/21/2013 (B)(4), this complaint has to be reported to FDA retrospectively. The device affected has been received and investigated. Our findings are as follows: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. No adverse trend was identified.

Manufacturer narrative:
Devices analysis: three fragments of the fractured femoral head were received. The fragments could be assembled in respect to each other. Approximately 3 percent of the implant volume was missing. Inspection of the cone surface; on the surface of the cone, primary metal traces which were greyish in color and reflecting the metallic taper surface structure were found on all fragments. Those traces were not distributed homogeneously on and around the cone surface. Secondary traces were found on fragments along the fracture edges, the bottom of the cone and /or fracture surfaces. Inspection of the fracture surfaces: fractured surfaces were free of pores and inclusions. The edges were sharp. The primary crack propagation was identified as going between all the fragments that were received. The fracture origin however could not be determined. Inspection of the articulating surfaces: it did not show undesirable visible defects in terms of wear, cracks or scratches. However from one of the fragments, an alignment at upper pole was visible probably metal traces of secondary wear. Our conclusion: the examination carried out showed that the femoral head was in conformity with the specifications at the date of delivery in all aspects, certainly regarding geometry and material properties. Material defects have not been detected. Based on the given info and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).